Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested as abdominal pain, nausea and vomiting. On the same day, the pt began treatment with cefepime ip-intraperitoneally (daily, 1 gram) for peritonitis and was hospitalized for the event. On an unreported date (same month) the pt began treatment with an unknown oral antibiotic for the peritonitis. Four days after being admitted, the pt was discharged from the hospital. At the time of this report, antibiotic therapy and dianeal therapy were ongoing. At the time of this report the peritonitis was resolving and the pt was recovering. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Upon receiving follow-up information it was reported that the cause of the peritonitis was due to a hole in the patient's pd catheter. The patient's catheter was replaced. The manufacture of the catheter was unknown. No additional information is available at this time. Due to the follow-up information provided, it has been determined that the transfer set is no longer a suspect product in this event. The cause of the peritonitis was due to a non-baxter catheter of which baxter does not have complaint handling or investigation responsibility.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13f17048 and h13g15115 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The cause of the peritonitis was unknown.